Manufacturer narrative:
Additional narrative: it was reported that at the time of mesh implantation the patient underwent the concurrent procedures of bilateral sacrospinous ligament suspension, posterior repair, anterior colporrhaphy and cystourethroscopy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2006 and surgisis biodesign tissue graft was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that mesh was implanted to treat pelvic organ prolapse. It was also reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was further reported that patient experienced erosion and underwent mesh revision on (B)(6) 2006 and also had an attempted revision on (B)(6) 2010 due to pelvic pain and scarring. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.